Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was duplicated and verified. The cause was determined to be due the device going into "not ready status" because of a service code which caused it to beep continuously. This depleted the battery. Once the service code was cleared the device worked as expected.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.